Manufacturer narrative:
Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that shaft break occurred. A 20mm x 3.00mm nc quantum apex¿ balloon catheter was selected for use. However, during unpacking, it was noted that the catheter had a kink and was broken. Nothing went inside the patient's body and the procedure was completed with a different device. No patient complications were reported.